Manufacturer narrative:
Two potential lot numbers were provided. Complaint history and product history records were reviewed for both lots and documentation indicated the product met release criteria. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the cartridge split while injecting the lens. It was confirmed that there was patient contact, but no patient harm. The procedure was completed with the same cartridge. The physician reported the iol was not a high powered lens and this is the first time he has experienced this issue.